Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8102501, medical device expiration date: 2021-03-31, device manufacture date: 2018-04-13. Medical device lot #: 8095790 medical device expiration date: 2021-03-31, device manufacture date: 2018-04-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter described as "plastic shards on the catheter" prior to use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received a total of 3 units as follows: unit 1: received a fully retracted needle-barrel assembly and a catheter-adapter assembly along with a piece of top web (packaging) from lot number 8095790. Unit 2: received a catheter-adapter assembly along with an empty package from lot number 8102501. Unit 3: received a catheter-adapter assembly along with an empty package from lot number 8102501. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of foreign matter with lot #8095790 regarding item #382533. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of foreign matter with lot #8102501 regarding item #382533. Lot 8095790: a total of (B)(4) units were built/packaged on afa line 11 from 11apr2018 through 14apr2018. Lot 8102501: a total of (B)(4) were built/packaged on afa line 11 from 14apr2018 through 18apr2018. Review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Visual/microscopic evaluation: unit 1: no physical-mechanical damage was observed on the received unit. No foreign matter could be found on any of the areas on in the plastic bag where the unit was received. Unit 2: white-clear material and colored fibers were observed on the tip of the catheter tubing and inside the plastic bag where the unit was received. Unit 3: no physical-mechanical damage was observed on the received unit. No foreign matter could be found on any of the areas on in the plastic bag where the unit was received. Probable root cause for white clear foreign matter is related to manufacturing. The white-clear material observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Probable root cause for colored fiber foreign matter is indeterminate. A definite source for the colored fibers observed on the catheter tip could not be determined. It is unknown if they were introduced to the unit during manufacturing or during/prior to use/transport/handling. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter contained foreign matter described as "plastic shards on the catheter" prior to use. No serious injury or medical intervention was reported.